Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device had issues with loading/firing of clips, clip was malformed and sometimes two clips were fired, while the grasper did not grasp properly and the screw attached to the jaw was missing during use. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Engineering found that there was a scratched area in the tube housing device. It was concluded that is consistent with a unit that was subjected to improper or excess handling force during usage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the reported condition may occur when improper or excessive force is exerted on the device.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction : if information is provided in the future, a supplemental report will be issued.